Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. Visual inspection was performed. The device does not have visual defects. Electrical test was performed by using the multimeter, and the device was found the thermistor is open. No shorts were found. A portion of the distal sheath was removed. There is body fluid in the interior of the sheath. There is a break in the thermistor wire located at a twist that is approximately 32mm from the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined (B)(4).

Event description:
Reportable based on device analysis completed on 21apr2017. It was reported that the catheter was faulty. A blazer¿ ii xp was selected for use. It was noted that the catheter was faulty. However, device analysis revealed that there was a body fluid in the interior of the sheath.